Manufacturer narrative:
Nothing is being returned, as the fixation device is still within the patient, and no lot number for the device have been supplied, both of which preclude conducting a physical analysis or a lot history review to determine if there were any internal processing issues which would have contributed to the product complaint. As such, we cannot determine what may have caused the user to experience the reported incident. We are currently in the information gathering stage and, at this point in time, the origin or the precipitator of the infection is not known. This report is bieng filed to document and track the progress of the event.

Event description:
The rep is reporting that the patient had an stl acl reconstruction in 2006. The patient has had pain, swelling, heat, and excessive redness since the procedure. After examination, the surgeon determined that the patient needed to return to the or to have his infected knee scoped twenty four days later. (See also associated MDR 1221934-2006-00209).